Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a touch panel operation failure. The touch panel could not be operated when the main power was turned on. Replacement and support with another device. There was no health hazard reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10, h11. Corrected fields: b5, e1 (event site name: (B)(6), event site address line 2: (B)(6)). Additional info: (event site city: (B)(6), event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer evaluated the unit and found touch panel operation failure occurred. In order to fix the issue touch panel was replaced. Operational inspection was conducted based on the inspection record sheet and the results were favorable.the defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a touch panel operation failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual confirmed the touchscreen was not responding properly. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a touch panel operation failure. The touch panel could not be operated when the main power was turned on. Replacement and support with another device. Since it was not used by patient, there was no health hazard reported.